Event description:
Customer's wife called stating her husband's insulin pump keeps alarming no delivery. Customer's blood glucose was not given. Insulin passes through the tubing at a certain part and once it is cleared, the device works. The alarm was cleared by a complete set change. Troubleshooting was declined because the infusion set and reservoir were already changed. Customer was advised to call back when the issue occurs to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.